Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and the lead appeared damaged at implant. (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant of the ventricular lead the doctor attempted to peel back the sheath which caused the haemostatic valve to completely tear away from the sheath body with the lead retained in the inner lumen. The physician had to further dissect the pocket to retrieve the sheath body and there was damage to the lead in the process, with visible break in insulation. Therefore another lead was placed, however with the same results. Both leads were discarded and a different lead implanted. No patient complications have been reported as a result of this event.